Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure, causing a delay of up to a few hours to recover pockets by pharmacy. The customer stated that there was no emergency need, and no patient harm was done. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-oct-2022 to 23- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the retractor band had black marks. A field service engineer replaced the retractor band and reseated row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure, causing delay of about one hour to recover pockets by pharmacy. The customer stated that there was no emergent need and no patient harm was done. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that retractor band have black marks. A field service engineer replaced retractor band and reseated row board cables to resolve. The system functioned as intended.